Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician then checked the release criteria. While performing the tug test on the closure device, intracardiac echocardiogram (ice) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and once the patient was stabilized, they were sent to have surgery. The laa closure procedure was ended with no closure device implanted in the patient. The patient underwent open-heart surgery where a perforation was repaired and the laa was clipped. The patient did well following surgery and was expected to make a full recovery.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician then checked the release criteria. While performing the tug test on the closure device, intracardiac echocardiogram (ice) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and once the patient was stabilized, they were sent to have surgery. The laa closure procedure was ended with no closure device implanted in the patient. The patient underwent open-heart surgery where a perforation was repaired and the laa was clipped. The patient did well following surgery and was expected to make a full recovery. It was further reported that the patient died.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx pro, part # m635wu60240 batch # 0035509814. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required), perforation, (hospitalization, surgical intervention, blood transfusion) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the physician then checked the release criteria. While performing the tug test on the closure device, intracardiac echocardiogram (ice) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and once the patient was stabilized, they were sent to have surgery. The laa closure procedure was ended with no closure device implanted in the patient. The patient underwent open-heart surgery where a perforation was repaired and the laa was clipped. The patient did well following surgery and was expected to make a full recovery. It was further reported that the patient died.

Manufacturer narrative:
H6 impact codes: death f02 added.